Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis.additionally, no trends related to this issue have been identified during our track-and-trend analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed this report was initially submitted on 04/23/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that two incidents with subcutaneous needle (sol-care safety needle lds 25 g x5/8). I was mixing mmr vials to administer and had to waste two doses due to these incidents: first, I had drawn up the vaccine and was going to change the needle to a new needle as per routine practice of puncturing two vials, and the whole safety device ripped off the needle. Then I tried to take the needle off so I could change it out and the needle was stuck. I wasn't sure if it would leak out or why this had happened so I drew up a new dose for the client. Second, I had drawn up my dose and was going to change the needle, and while recapping the needle (clean) the needle punctured through the cap and poked my finger. Obviously had to do a new dose of mmr as I had contaminated the needle.